Manufacturer narrative:
From the provided data, we can suspect that the smartview connect charger adapter was damaged, resulting in the inability to submit a pit. The reported event is most likely the result of a problem at the manufacturing level. This case is recorded with a view to updating trend reports.

Event description:
Reportedly, on the 27 august 2024, during a call with patient ID (B)(6) as the svc (B)(6) and the screen was ¿blocked¿ trying to perform a pit (image attached).